Event description:
The following reported by the attorney for the pt. (B)(6) 2008 - pt underwent hernia repair with composix kugel. On (B)(6) 2008 - pt underwent excision of composix kugel. A second composix kugel mesh was implanted. On (B)(6) 2010 - pt underwent excision of composix kugel. The attorney alleges the pt has suffered and will continue to suffer physical pain and harm. The pt seriously and permanently injured.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney report does not indicate a specific device failure and no medical records were provided. A review of the mfg records were performed and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for evaluation. With the current available info, no conclusion can be drawn. See MDR 1213643-2011-00628 for info related to the second composix kugel mesh implanted on (B)(6) 2008.